Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the issue could not be confirmed or replicated, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a posterior spinal fusion procedure. During the procedure, while verifying instruments, the site had issues verifying a ball tip pointer. The instrument reportedly was flashing green and red during the entire case. It was further stated the ball tip pointer reached its "max allowed geometry error." The manufacturer representative indicated the instrument was found in the tray in an improper manner, which could have bent the instrument. Navigation was aborted. The issue resulted in an unknown surgical delay. No complications were reported/anticipated.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue but analysis determined no additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) indicated that they were unable to replicate the reported behavior and the geometry error of the ball tip passive planar was 0.24-0.30. The instrument verified successfully.